Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Continuation of medical devices: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post an implantable cardioverter defibrillator (ICD) changeout procedure the patient returned due to hearing an audible alert. An interrogation showed an alert for right ventricular (rv) pacing impedance out of range on the rv lead. A fluro image of the device header revealed that the rv pin was not fully seated when the setscrew was tightened on the device. A revision procedure was completed to correct the setscrew and connection issue. Both the lead and device remain in use. No patient complications have been reported as a result of this event.